Event description:
Follow up information identified the patient recharged the ipg several hours every few days before the ipg was unable to communicate with the external devices.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the ipg was unable to communicate with the external devices. The patient did not recharge the device as recommended by the manufacturer. The ipg is inoperable due to the inability to recharge the device. The patient underwent surgical intervention on (B)(6) 2018 where the ipg was removed and replaced.